Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® edta 2k foreign matter was found inside of 1 tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary - bd received 1 sample and 3 photos for investigation. Visual examination of the sample and photos was performed and revealed embedded fm in the sidewall of the tube. Embedded fm is, by its nature, isolated from any specimen, therefore it is a cosmetic defect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: molding defect- embedded foreign matter. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® edta 2k foreign matter was found inside of 1 tube. No adverse impact was reported regarding the patient or user.